Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the device alarmed multiple motor error alarms during bolus. Customer's blood glucose was 128 mg/dl. Customer reported the device under-delivered a bolus. Device was able to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. The insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, displacement test and rewind. We were unable to perform occlusion test, prime test, no delivery test due to motor error alarm. The motor passed motor test. The insulin pump had minor scratched display window and cracked reservoir tube lip.